Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. An event history log review was performed, and it was noted that there were multiple occurrences of the reported system error 21505. During evaluation, the device powered on successfully, allowed full navigation through all screens, and completed an infusion without any discrepancies. A flow accuracy test was performed with passing results. The pump was able to successfully infuse. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified in the event history log review. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had system error 21505 during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.